Event description:
The advocate stated that the customer's contour meter was reading high compared to her elite meter. While troubleshooting, she performed control tests and received a result of 303mg/dl. The normal control range was 106-147mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.